Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by a penumbra sales representative on 01/11/2021: 1. Section b. Box 5. Describe event or problem. Evaluation of the returned ruby coil confirmed that the embolization coil was detached from its pusher assembly. Further evaluation of the returned ruby coil revealed that the sr wire was fractured. If the ruby coil is forcefully retracted against resistance, the sr wire may fracture, causing the embolization coil to detach. The root cause of resistance could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a ruby coil and a lantern delivery microcatheter (lantern). During the procedure, while advancing a ruby coil approximately ten centimeters through the lantern, the physician experienced resistance and subsequently, the ruby coil became stuck. Therefore, the physician retracted the ruby coil into its introducer sheath and put the ruby coil in water. Later, the physician attempted to re-use the ruby coil and while attempting to advance the ruby coil, the physician experienced resistance. Subsequently, it was noticed that the ruby coil had detached from its pusher assembly outside the patient. Therefore, the physician removed the ruby coil and it was not used for the remainder of the procedure. The procedure was completed using additional ruby coils and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a ruby coil and a lantern delivery microcatheter (lantern). During the procedure, while advancing a ruby coil approximately ten centimeters through the lantern, the physician experienced resistance and subsequently, the ruby coil became stuck. Then, the physician decided to remove the ruby coil. Upon retraction, the ruby coil unintentionally detached inside the lantern. It is unknown how the procedure was completed. There was no report of an adverse effect to the patient.